Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the cylinders identified the cylinders 1 and 2 had wear at fold in the proximal and distal end. It was also noted the cylinder 1 had two holes from a suture and broken fabric threads from sharp instrument in the proximal end of the cylinder. The leakage tests determined the cylinder 1 had three leaks from sharp instrument and suture damage in the proximal end. It is likely that the spontaneous pump inflation resulted from the failures found during inflation tests 1 and 2 from the functional test performed, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced auto-inflation due to a suspected malfunction with inflatable penile prosthesis (ipp) pump. A surgical procedure was performed to replace the cylinders and pump.

Event description:
It was reported that the patient experienced auto-inflation due to a suspected malfunction with inflatable penile prosthesis (ipp) pump. A surgical procedure was performed to replace the cylinders and pump. There were no patient complications.